Event description:
It was reported that particulate matter was found floating in the solution of a vialmate device. The reporter stated that during preparation of the vialmate, as the sodium chloride was being mixed with the powdered antibiotic (ceftriazone) it was noted that there was a grey particle floating in the solution, a foreign body in the vial following activation/reconstitution. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however it has not yet been received by baxter. Should additional relevant information become available, a supplemental report will be sent.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Visual inspection of the device revealed the reported blue-grey particles inside the unit. Functional testing revealed that the cause of the particles was coring of the rubber bung. The cause of the coring was determined to be suboptimal activation of the device by the user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to investigate this issue. Should additional relevant information become available a supplemental report will be submitted.